Event description:
Describe event, problem, or product use error: indication: other specified disorders involving the immune mechanism, not elsewhere classified, and common variable immunodeficiency, unspecified: patient's home health nurse (B)(6) reported that on (B)(6) 2026, the patient's curlin pump gave an error message alerting "system reset" and "lithium battery exhausted". (B)(6) reports that the pump would not work after attempting to reboot and after contacting the mdo, (B)(6) was advised the internal batteries needed to be replaced. (B)(6) reported they were able to give the infusion via gravity with no issues and a new pump will be shipped out. The home health nurse did not report the patient experiencing any adverse events or missing doses due to the product complaint. The pump is available for return upon the patient receiving return shipping materials. The pump serial number was not provided. Patient is infusing gammagard 20gm/200ml. No additional details, dates, or information provided.